Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of the listed device, ventilator alarms alerting a pressure loss of the cuff. No obvious leak point noted. Leak can be heard coming from around the fome-cuf. This was discovered spontaneously by the patient's mother and tracheostomy tube change performed upon discovery without issue. Cuff patency was reported to have been tested prior to use. No adverse health outcome resulted from this event.

Manufacturer narrative:
One used sample was returned for evaluation. The returned device was given functional testing: the cuff was inflated with 20cc of air and no leakage occurred. The functional testing was repeated with the device submerged underwater and no leakage occurred. The device was given extended functional testing (cuff was filled with air and left inflated for 4 hours) and no leakage occurred during this testing. The reported issue (ventilator alarm) could not be verified to have been device caused; no cuff leakage was confirmed. The device was found to function as expected.